Event description:
On (B)(6) 2013, the reporter, the patient's mother, contacted animas and alleged the following: patient was taken to the hospital on saturday, (B)(6) 2013 with a blood glucose (bg) reaching up to 600mg/dl and symptoms of lethargy and confusion. She was treated in the ER with IV insulin, diagnosed with diabetic ketoacidosis (dka) and admitted to the ICU where she has been since, being given manual injections. She is still confused and lethargic and does not recall the event. The patient states she was feeling sick for a few days prior to this incident, mom states she did have a fever in the hospital but unsure how high her temperature was. No changes in medication and no changes in activity are reported. Customer technical support (cts) instructed mom that after review of pump no issues were found, and that pump was delivering insulin as intended. Settings and history were as expected. Patient states she did change site/set since (B)(6) 2013. Cts instructed mom to contact pt hcp to review settings. The patient is still in the hospital, off the pump, and receiving manual injections. There is no indication of pump malfunction. This complaint is being reported due to the allegation that a patient on pump therapy experienced dka.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.